Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found between the "pink end and the handle" of a bd insyte¿ autoguard¿ shielded IV catheter during use in the operating room. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples or photos were returned for evaluation. Device/batch history record review findings: lot 7313750; was built on afa line 1 on (B)(6) 2017 through (B)(6) 2017 and packaged on line 9 for the quantity of (B)(6). DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. Set-up and in process samples included (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. The root cause of this incident is indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.